Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the right ventricular lead and left ventricular lead could not be inserted into the respective ports of the implantable cardioverter defibrillator. The implantable cardioverter defibrillator was not installed and the procedure was completed with an alternative device on (B)(6)2023. The patient is recovering from procedure.